Manufacturer narrative:
(B)(4).

Event description:
It was confirmed that the device from 2014 was removed and replaced due to the ipg (stimulator) malfunctioning. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Additional information was being requested from the hcp. Follow up will be submitted if additional information is received.